Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "bad inflammation", and "severe swelling".

Event description:
Patient reported right side deflation, "bad inflammation", and "severe swelling". Patient additionally reported "excessive weight gain", "breaking out on hands", and "autoimmune problems"; these events are not device related. Device remains implanted. Manufacturer of the device is unknown.